Event description:
A hospital in (B)(6) reported via our distributor that an rt040 full face mask became unglued under the chin area whilst the pt was being connected to a bipap machine. The hospital further reported that the event occurred before the mask was used. No pt consequence therefore occurred.

Manufacturer narrative:
(B)(4). Method: fisher & paykel healthcare ("fph") has been advised by the hospital that the complaint rt040 full face mask ("the mask") will not be returned for examination. Our eval of the event is accordingly based on the incident description provided by the hospital in the first instance and our experience with previous complaints of a similar nature. Results: from the incident description provided by the hospital, it appears that the silicone seal lining the rt040 mask allegedly separated from the mask base in the region of the pt's chin. As the event was reported to have occurred prior to use, it is possible the seal came apart during the initial fitting of the mask while the pt was being connected to the bipap machine. We were unable to perform a lot check as no lot info had been provided. Conclusion: without examining the actual complaint mask, we are unable to verify the alleged seal separation in this instance or provide a definitive conclusion in respect of a specific root cause. The rt040 mask is, however, subjected to post-production tests to ensure the seal on the mask can withstand a removal force greater than 100n. It is possible the mask seal in this instance may have been weakened by exposure to significant pulling or stretching during the fitting process. (B)(4).